Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It recommends that the patient always carry extra supplies in case of emergency. The user guide also instructs the user to "check infusion site frequently for proper cannula placement". It suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
The customer's mother called to report that her daughter experienced high bg's (500mg/dl) when she returned home from school and was taken to the ER. Upon inspecting the pod, the customer's father reported that it appeared as though the cannula has "fallen out". The pod was discarded at the hospital and will therefore not be returned for evaluation.